Event description:
Reporter stated that user needed to have chair repaired. Dealer that provided the chair did not complete repairs resulting in user falling out of chair. Footrest was broken which resulted in user's foot becoming caught under caster while at a donut shop. User injured hand and was taken to hospital for x-rays. Unknown as to the extent of injury but arm is in a sling. Center provided name of other dealers to assist in repairs.

Manufacturer narrative:
Device will not be returned to manufacturer. Facility is finding a different dealer to make needed repairs.